Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported that on (B)(6) 2018 the customer experienced an allergic reaction during his 6 day wear of the adc freestyle libre sensor. Customer¿s mother further reported that the sensor fell off and she noticed skin irritation in the area where the sensor had been place. She also indicated the customer reported experiencing itching in the area. Customer had contact with a dermatologist on (B)(6) 2018 where he received an unspecified ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. The sensor plug seated correctly. Extended investigation has been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. The complaint is not confirmed.

Event description:
Customer¿s mother reported that on (B)(6) 2018 the customer experienced an allergic reaction during his 6 day wear of the adc freestyle libre sensor. Customer¿s mother further reported that the sensor fell off and she noticed skin irritation in the area where the sensor had been place. She also indicated the customer reported experiencing itching in the area. Customer had contact with a dermatologist on march 26, 2018 where he received an unspecified ointment for treatment. There was no report of death or permanent injury associated with this event.